Event description:
It was reported that both the atrial and ventricular leads were capped and replaced due to causing pocket stimulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: redr01 ipg implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was rising, atrial lead impedance jumped from approximate baseline of 350 ohms up to 500 ohms the week of 2014-(B)(6). The impedance then remains stable and within normal range.